Manufacturer narrative:
Device remains implanted. At this time, no revision surgery is scheduled. Should additional info be made available, this report will be updated.

Event description:
It was reported that the pt had a depuy implant and it was revised in 2009 to zimmer implants because of pain. The pt is experiencing pain and cannot bend his knee more than 90-95 degrees.